Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was positioned, but the pacing impedance measurements were greater than 3,000 ohms. Due to the high, out-of-range impedance measurements, the lead was explanted and replaced with another lead of the same model to complete the procedure. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Compressed conductor coils were noted approximately 31-32 cm from the terminal pin, consistent with handling damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported out-of-range impedance measurements.